Event description:
.

Event description:
The home patient's (hp) caregiver (cg) contacted corporate product surveillance to report that when they put a new cassette in the homechoice (hc) machine, it will always say "check line." The cg will check it three or four times and then the hc will say "disregard cassette." The sample is available for evaluation. Product surveillance contacted the cg on 10/29/2009 to obtain additional information regarding the reported problem. The cg said that therapy has been going well and there hasn't been any other issues. There was no patient injury or medical intervention indicated at the time of the call.

Manufacturer narrative:
Evaluation summary: one cassette was received in reference to an alarm situation. The cassette was visually inspected with no solution noted inside. The cassette was placed on the machine for priming with an alarm 201 noted. The cassette was reloaded and the machine alarmed 201 again. During the visual inspection, a slice/cut was noted on the sheeting near the rib wall. The complaint was confirmed in the lab for the alarm.

Manufacturer narrative:
.